Manufacturer narrative:
D4 - the UDI number for this product code is not required. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies. The tr band was leak tested by being injected with 18ml of air with the actual tr band inflator sample and submerged in water. A leak was found at the air injection port. When the air injection port was plugged with fingers, no air leak was observed on any part of the actual sample. The one way valve was disassembled for further inspection. A transparent foreign substance was found to be adhering to the air sealing part. Qualitative analysis by ft-ir of the foreign substance found a peak which was very similar to that of nylon. The adjustable fastener of this product is made of nylon. The production lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. Based on the investigation result, it is likely the actual tr band sample became deteriorated in its air tightness performance due to a foreign substance (nylon) getting into the air injection port of the one way valve and caught in the air sealing part between the rubber tip and outer cylinder of the one way valve. As a possible cause of the foreign substance having entered the air injection port, the following scenarios can be inferred. (1) during the production process, a fragment of the adjustable fastener got into the peel pack due to some factor(s) and it was not detected during subsequent visual inspection. Afterward, at some time after the visual inspection and before the actual usage, the fragment got into the air injection port. (2) after the product was unpacked for use, a foreign substance (nylon) got into the air injection port due to some factor(s). From the available information, however, the route through which the foreign substance (nylon) was in the air injection port cannot be determined definitely. The one way valve used for the tr band keeps air tightness by the rubber tip inside the outer cylinder being pushed against the wall of the outer cylinder with the spring. Due to this structure, if there is a foreign substance adhering on the air tightening part, it generates a space, resulting in an air leak at the space. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak in the tr band device during a procedure. Follow up communication with the user facility confirmed the following information: the customer used the tr band in a regular manner; the tr band was injected with air and the sheath was removed; the tr band deflated; the customer tried again to re-inflate but had the same result; the tr band failed to function properly and it was changed out to a new one; the new tr band worked well; blood loss was reported less than 1 cc; and there was no harm to the patient.